Manufacturer narrative:
The reported field event of high impedance, loss of capture, and loss of sensing were not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment and no anomalies were found. The cause for the field complaint could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out, when the chronic rv lead was attached to the new device, high pacing lead impedance, no capture and no sensing were observed. The rv lead tested normal through the psa. Testing of the new device was performed three times without success. The device was not used and replaced.

Event description:
New information notes the patient had no negative outcomes as a result of the device incident. Post procedure patient went home the same day.